Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Displacement test wasn't performed due to motor error alarm. The device had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during basal. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.